Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was admitted into the hospital due to the high blood glucose and the sepsis on (B)(6) 2020 with blood glucose of 600 mg/dl which was treated with the intravenous insulin drip in the hospital. The insulin pump will not be return for the analysis.